Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/28/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on wed sep 28 08:30:20 edt 2016 with MFR# 3004753838-2016-90438. The ack3 was received on wed sep 28 08:30:20 edt 2016 with coreid: (B)(4).